Event description:
It was reported that this pacemaker device migrated near the left arm of the patient. The patient reported mobility difficulties of this arm. The patient underwent surgical intervention to create a new pocket and replace the device. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was discarded.